Manufacturer narrative:
After battery installation, the left 2/3 of the lcd display was white, and the right 1/3 of the lcd display was striped. Unable to perform displacement or self tests due to the display anomaly. Per visual inspection the circuitry on both sides of the lcd controller below the lcd display is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that troubleshooting was performed for the partial display. The insulin pump will be returned for the analysis.